Event description:
One falsely depressed calcium test result was obtained for one patient sample from an atellica ch 930 analyzer. The initial result was released to a physician. The same sample was tested on an alternate atellica ch 930 analyzer. The result from the alternate analyzer was higher, considered correct and released to a physician. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that one falsely depressed calcium test result was obtained for one patient sample from an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found the dilution arm probe was dirty and needed cleaning. The cse also found a partial blockage in the sample arm probe. The sample arm probe was replaced. The behavior was resolved through routine troubleshooting. The cause of the falsely depressed calcium test result was a partial blockage of the sample arm probe. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.